Manufacturer narrative:
Not application.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as giant blisters that are similar to an allergic reaction and open wounds. There was no alleged device malfunction contributing to the wound. The patient¿s nursing team created a care plan for the wound. Follow up indicated that the wound improved.